Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the facility confirmed that it was difficult to drain the water from the foley catheter, so the user refrained from using it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngkn3119. Visual inspection could not confirm the catheter balloon was partly inflated prior to start of evaluation. With slight resistance, inflated the catheter balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical. Attempted to deflate the balloon passively and only 5 ml could be withdrawn. Using the in house syringe, balloon deflated passively in 2 min 47sec and no cuffing noted. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the facility confirmed that it was difficult to drain the water from the foley catheter, so the user refrained from using it. Per notification from investigator on 05feb2026, it was reported that asymmetrical balloon was found during sample evaluation on 04feb2026.